Event description:
Boston scientific received information that this recently implanted lead was explanted and replaced due to a lead dislodgement. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. There was a sharp crease in the insulation with deformed and separated coils 130 millimeters from the terminal pin noted due to induced damage during the explant procedure. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no other anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.